Event description:
The event occurred in china. It was reported that the rotaflow console sporadically alarmed ¿sig error¿ during use. The device was replaced during use with another device. No harm to any person has been reported. Due to the exchange of the device during use a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china. It was reported that the rotaflow console sporadically alarmed ¿sig error¿ during use. The device was replaced during use with another device. No harm to any person has been reported. Due to the exchange of the device during use a report is required. The affected rotaflow console with s/n (B)(6) was investigated by a getinge field service technician. The technician was unable to confirm the reported "sig error". No parts has been replaced. The technician advised the customer to follow the instruction for use (IFU) to avoid the "sig error" and applying the ultrasonic contact cream as described in the IFU. The unit was tested and is back in use. Based on these investigation results the reported failure "sig error" could not be confirmed. However, the failure mode "sig error" can be linked to the following most possible root causes according to our risk management file: dried contact gel user forgot renewing contact gel the review of the non-conformities was performed on 2024-07-31 and during the period of 2021-04-21 to 2024-07-30 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced in 2021-04-21. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. 6.2 reapplying ultrasonic contact cream. The ultrasonic contact cream can dry out and impair the functioning of the integrated flow/bubble sensor. In the "free" mode, the ultrasonic contact cream must be reapplied every 48 hours or as soon as the error message [sig!] Appears. In the "stand al" mode, the ultrasonic contact cream must be reapplied every 48 hours or as soon as the error message [faultbub] appears. The error message [sig!] Indicates an error in the integrated flow/bubble sensor, which may result in an incorrect flow display. The rotaflow centrifugal pump still continues to function. If the error occurs during lpm mode, the rotaflow system switches back to rpm mode automatically. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.